Event description:
It was reported that the octopus evolution broke during a case as the distance between the suction pods was adjusted. It was replaced with another device, and the case continued with no reported pt consequence.

Manufacturer narrative:
The device has not yet been rec'd. However, the issue has been previously reported. One set of suction pods is detached from the wire-loop head-link. Product labeling contains instructions for the user, including illustrations, for the proper use of the device per its labeled indications. A caution included in the IFU states "repeated bending of the tissue stabilizers may compromise device performance. Conclusion: the device, as described, has reduced performance and was related to the reported event. We are unable to determine the exact cause of the event. There was no reported effect to the pt.